Event description:
Provider alleged power switch has a short circuit. Per independent repair center statement, the unit was alarm will not function. The key failure was power switch has a short circuit. Additional malfunctions were 10l top end rebuild on compressor was low output and inlet filter on sound box was the wrong type.